Event description:
Customer complained about sensor reading discrepancies. Customer reported that the sensor was reading low at 60 mg/dl and the insulin pump went into threshold suspend but her blood glucose was140 mg/dl. Customer attempted to calibrate and received a calibration error. Customer stated she was going to bed and was turning the sensor feature off to avoid the alarms and will turn it back on in the morning. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.